Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with the right ventricular lead exhibiting an unspecified failure. The lead was capped and replaced on (B)(6) 2019 during the generator change. The patient reportedly felt well following the procedure, and there were no further device issues noted.